Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently the diameter of the aneurysm is 6.5cm. The proximal aortic neck is 32mm and 10mm in length. Degree of angulation is 60 degrees anterior. Vessel tortuosity is noted as moderate and calcification is mild. It was reported that the patient presented with back pain and hypertensive. An angiogram revealed a migration and a type ia endoleak. The physician noted that the neck had dilated due to disease progression and the graft migrated. The neck is currently 32 and the device previously implanted was a 30mm device. When the patient was put under anesthesia, the patient lost pressure and CPR was performed. The patient stabilized. An intervention was performed and the physician added a 36mm cuff at the level of the lowest renal and achieved a seal after ballooning. The endoleak was resolved. No clinical sequelae were reported and the patient is doing fine.